Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Could not duplicate. Exorcised unit to no fail. Found worn hinges on display and replaced. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of worn hinges. The fat performed a visual inspection and found the part to have rusty and worn hinges. Please see attachment. Fat was able to verify the reported issues. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic sensor module failure. The rn calls reporting a fo sensor module failure of a cardiosave. A transduced ap is obtained on the cardiosave from a radial line. All attempts at troubleshooting and resolving the issue are unsuccessful. Patient is currently on ECMO, and rn does not wish to switch out the pump for another one. Therapy is never interrupted. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.